Manufacturer narrative:
Concomitant medical products: product ID 8840, serial# (B)(4), product type: programmer, physician; product ID neu_unknown_lead, lot# unknown, product type: lead; product ID neu_unknown_ext, serial# unknown, product type: extension. (B)(4).

Event description:
It was reported via the company representative and health care provider (hcp) that the patient was shocked by a 8840 that was provided from the health care provider (hcp). The patient got a jolt/shock from the 8840 programmer during programming. They were unsure about the 8840 and wanted it replaced. It was noted that there wasn't a broken icon on the clinician programmer. The event occurred during use. The indication for use (IFU) was unknown. Further follow-up is being conducted to obtain information. If additional information is received, a follow-up report will be sent.